Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager would not open. A field service engineer found that the smart remote manager did not recognize the door was closed. The contacts were cleaned, carbon grease was applied, and the connectors were reshaped. The device then recognized that the door was closed, and the customer was able to recover. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager would not open. The customer stated that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.